Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 598 mg/dl, water was consumed to address bg. After arrival to the emergency room, bg was 333 mg/dl before treatment. No additional information regarding hospitalization/elevated bg was provided.